Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the right ventricular (rv) lead there was possible non capture. The right atrial (ra) lead was also exhibiting chronic high thresholds. Both pacing leads remain in use. No patient complications have been reported as a result of this event.